Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition.